Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the right ventricular lead. It was also reported that the lead experienced decreasing and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.